Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting explained alarm and advised customer to remove the battery for 10 minutes, clean the battery contacts and then replace the battery into the pump, but the display did not return. Troubleshooting also found multiple pump alarms in the pump history.